Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: cardiologist the device has not been returned to the manufacturer so we are unable to complete an evaluation. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic sensor failure alarm was generated. The customer had switched to the inner lumen, zeroed it, switched to semi auto, and thought it seemed to be working. The getinge representative explained the fiberoptic had been damaged somewhere along the line either on insertion, or possibly when the sensor was plugged in. It was recommended to coil up the orange cable and label it ¿broken¿. The arterial pressure waveform from the inner lumen looked good as a back-up. There was no patient harm or adverse event reported.